Event description:
The port stopped working in february 1997 and was not flushed from that time until explanted. The physician determined that the system should be explanted as it had not been cared for. Prior to the procedure a fluoroscopy was done which did not show the catheter in the arm, it was found the catheter had migrated to the left pulmonary artery. The patient tolerated the explant and retrieval with no incident related medical sequelae.